Event description:
According to available information, this device required surgery due to failure to inflate. The patient reported that he was not able to inflate his device for two months. On examination, the pump was collapsed and failed to inflate. An ultrasound was performed and the reservoir was found empty. The patient had exploration and the tube of the right side of pump was significantly broken.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan otr pump and detached exhaust tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the inlet tube of the pump. This is a site of leakage. No functional abnormalities were noted with the detached exhaust tubes based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the titan otr was implanted and revised on (B)(6) 2023 due to a collapsed pump and a failure to inflate the device. Upon ultrasound inspection, the reservoir was noted to be empty. Upon explant, the tubing of the right side of the pump was noted to be damaged.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan otr was implanted and revised on (B)(6) 2023 due to a collapsed pump and a failure to inflate the device. Upon ultrasound inspection, the reservoir was noted to be empty. Upon explant, the tubing of the right side of the pump was noted to be damaged.